Manufacturer narrative:
Article citation: ¿role of macrotextured shaped extra full projection cohesive gel implants in primary aesthetic breast augmentation,¿ by paolo montemurro, md; mubashir cheema, mbbs, mrcs, frcs (plast); per hedén, md, phd; massimiliano ferri, md; alessandro quattrini li, md; and stefano avvedimento, md, published in aesthetic surgery journal 2017, vol 37(4) 408¿418, published 11/nov/2016. Follow-up is being performed with reporter for more information regarding this case. If new information is received, it will be reported in a supplemental report. The reported event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reported events are addressed in the labeling: patients should be informed that dissatisfaction with cosmetic results related to such things as scar deformity, hypertrophic scarring, capsular contracture, asymmetry, wrinkling, implant displacement/migration, incorrect size, implant malposition and implant palpability/visibility may occur. Potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy.

Event description:
Reviewed article ¿role of macrotextured shaped extra full projection cohesive gel implants in primary aesthetic breast augmentation.¿ ¿table 1. Complications¿ reports that 17 patients experienced the complication of ¿rotation.¿ as one of these cases is a bilateral case, this report will represent 18 devices. 6 of these implants are right side devices and 12 are left side devices. ¿table 2. Reasons for reoperation/intervention¿ reports that all patients had intervention ¿neo-submuscular pocket and implant exchange.¿